Event description:
Related manufacturer reference number: 2017865-2022-06453. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. It was also noted that patient's right ventricular (rv) lead exhibited noise. No intervention was performed. There were no patient consequences.